Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer was having a bolus anomaly. It was reported that the insulin pump was not giving the customer the insulin amount the patient was requesting. The customer's blood glucose level was reported to be 122.4mg/dl. Troubleshoot was reported to be conducted. No further information provided.

Manufacturer narrative:
The pump was programmed with multiple boluses and all boluses delivered properly and were listed in the bolus history screen. The pump was then programmed and monitored, and all basal profiles delivered properly. No bolus anomalies were noted. The pump was received with a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.